Event description:
It was reported that the pump battery could not be charged with the tandem-provided charging pad and charging cable. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to charge the pump successfully with a secondary charging pad and charging cable.